Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and accuracy testing of reagent lot 13605fp00. The evaluation of complaint data for the product and likely cause identified normal complaint activity and there are no trends for the product related to patient results. No customer returns were available for evaluation. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Accuracy testing was performed for reagent lot 13605fp00 using an internal alinity I ca19-9xr panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the issue of falsely elevated patient results. Based on the investigation no systemic issue or deficiency of the alinity I ca19-9xr for lot number 13605fp00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p32-20 that has a similar product distributed in the us, list number 8p32-21. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely elevated alinity I ca 19-9xr result on one patient. Results provided: (B)(6) 2020 sid (B)(6) = 66.89 u/ml, repeat = 12.75 u/ml (normal range: 0-37 u/ml) (B)(6) 2020 sid (B)(6) = 3.9 u/ml, another alinity = 11.07 u/ml. It is unknown if patient has pancreatic cancer. No impact to patient management was reported.